Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded.

Event description:
The reporter stated that a new box of pen needles was opened and when the pt injected with the second injection, the needle broke off and embedded within the customer's arm. The customer went to the hospital and had an x-ray. The x-ray showed the needle. The needle stayed within the pt and will not be surgically removed as per the doctor's discretion. No further info is available.